Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. It was reported that on the follow-up CT scan done approximately three years and eleven months post index procedure, a possible distal type I endoleak from the right limb stent graft was observed. The patient received treatment two days later. The physician embolized the right internal iliac artery and extended the right limb stent graft with another limb extension to the right external iliac artery, resolving the distal type I endoleak. Per the physician, the cause of the distal type I endoleak was due to patient anatomy, continued dilatation of the right iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.